Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported the patient had an episode of sinus arrest prior to the (B)(6) 2010 follow-up visit, and that the patient is exposed to security systems at the workplace. It was further reported the device could not be interrogated, the magnet test failed, the device was suspected to be at end of life, and the longevity was shorter than expected. The device was explanted and replaced. No further patient complications were reported as a result of this event.